Event description:
The article, "Feasibility of Transcatheter Valve Implantation in Failed Mechanical Valves", was reviewed.The article presented a case study of patient who underwent aortic valve replacement on an unknown date. A St. Jude Mechanical Valve was chosen for implant. The device was implanted. On an unknown date the bioprosthesis failed. A valvuloplasty was performed, resulting in leaflet embolization without sequelae. A Sapien 3 was implanted. "[The primary and corresponding author was John Webb, St. Paul¿s Hospital, 1081 Burrard Street, Vancouver, British Columbia V6Z 1Y6, Canada. E-mail: johngraydonwebb@gmail.com.]"

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.Literature attachment: Feasibility of Transcatheter Valve Implantation in Failed Mechanical Valves.B3: Event date was estimated.D4: The UDI number is not known as the part and lot number were not provided.